Manufacturer narrative:
The customer reports that the lcd on the bedside monitor is dim. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the lcd is really dim on the bedside side monitor.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the lcd on the bedside monitor (bsm) was dim. The biomedical engineer sent the device for evaluation and repair. The unit was cleaned and evaluated. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 8 hours of extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.